Event description:
Hologic biozorb ref#(B)(4) lot# 21m15rd (B)(4) was implanted on patient for right breast lumpectomy dos (B)(6) 2023 by dr (B)(6). Patient presented with symptoms of infection and pain to clinic consult with dr (B)(6) dos (B)(6) 2024. Patient was added to surgery schedule dos (B)(6) 2024 for I&d right breast and removal of biozorb. Dr (B)(6) states biozorb had not migrated but was not dissolving as it was supposed to and instead was eroding and coming out in pieces. Biozorb was completely removed and sent to pathology. Have not received pathology results yet